Manufacturer narrative:
Reporter phone number (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000061069.

Event description:
It was reported that a system diagnostic could not be performed, and impedances could not be measured. Reportedly system was providing effective but multiple attempts to establish communication were unsuccessful. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
The reported event for impedance problem was not confirmed. The stim end a and terminal end passed the continuity test, and no broken wires were observed. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.